Manufacturer narrative:
The device was not received therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The supporting documentation includes images of damaged wire(s) captured by a third party facility. These images show overlapping and stretched coil wraps in addition to bend damage to the wire shaft. It is unclear from the documentation if the damage was incurred during the clinical event or from handling after the reported event. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product was not returned.

Event description:
Accurate tf transfemoral delivery system became stuck on the safari tavi guidewire, at the level of or shortly after the aortic arches, preventing a normal delivery procedure.